Event description:
The electrode had a faulty screw, was not capturing the r wave, and was not stimulating. It was reported that during an implant procedure, the right ventricular lead failed to sense and capture. A faulty lead helix was noted. The lead was replaced. No adverse patient consequences were reported.

Event description:
It was reported that during an implant procedure, the right ventricular lead failed to sense and capture. A faulty lead helix was noted. The lead was replaced with the same model of lead. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: b5: field should reflect depletion of duplicate event description in prior report additional information: b5: field should reflect replacement of lead.